Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that blood entered the folded section of the balloon catheter, leading to suspicion of a leak, so the catheter was removed. Treatment was continued after replacing it with a new balloon catheter. No patient harm was reported. Femoral insertion through the sheath was performed without difficulty. There were no alarms from the iabp console at the time in which blood was observed within the iab catheter. It is unknown if a getinge insertion kit was used. Balloon catheter and extension tube will be returned.